Manufacturer narrative:
Product ID 8703w lot# l35108, implanted: 1995 (B)(6), explanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had an infection in his pump. The reporter noted that after implant, the stitches got infected and the ¿infection was so bad that the physician had to remove the entire system¿. The reporter noted the physician pulled out "two cc syringes of pus in his office from the site,¿ and that the physician told the patient he needed to go to the hospital from there. It was noted that the patient could not get another pump implanted for nine months, and then the pump was implanted on the other side. Per the reporter, the patient used to have 100% pure dilaudid in the pump. The reporter was redirected to the patient¿s health care provider (hcp). Additional information has been requested, but was not available as of the date of this report.